Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient went for a control with a new audiologist after more than 3 years, where affected channels were seen. The recipient changed to a new clinic and will see the new medic team in march 2023, where further medical intervention will be discussed.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient had a control appointment with a new audiologist after more than 3 years and affected channels were seen. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. A possible date for re-implantation has not been scheduled yet.

Event description:
The recipient had a control appointment with a new audiologist after more than 3 years and affected channels were seen.